Event description:
A malfunction on the pump was reported by the caller. There was no reported impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller with the process. After resetting, the malfunction code did not recur, and it was advised that the customer could continue to use the pump. Instructions were also given to contact technical support again if the malfunction reappeared, which the caller understood and acknowledged.